Event description:
The reporter stated the surgeon attempted to insert a 12.6mm micl12.6 implantable collamer lens but a corner of the lens tore in the injector prior to insertion. There was no patient contact or injury. The backup lens was implanted.

Manufacturer narrative:
Visual inspection of the returned product found a small piece of one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.